Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the sleeve gastrectomy surgery, after fired, noted staples malformed with irregular shape (with straight leg). Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.